Event description:
IT WAS REPORTED THAT THE PATIENT IMPLANTABLE PULSE GENERATOR (IPG) COULD NOT BE CHARGED DUE TO IT HAVING FLIPPED, AS CONFIRMED BY AN X-RAY. ADDITIONALLY, THE PATIENT WAS EXPERIENCING SIGNIFICANT PAIN. ALL DEVICE COMPONENTS WERE EXPLANTED.

Manufacturer narrative:
CORRECTION TO INITIAL REPORT IN BLOCKS: B5, H6, AND H11. GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
IT WAS REPORTED THAT THE SPINAL CORD STIMULATION (SCS) PATIENT EXPERIENCED SEVERE PAIN IN THE LOWER BACK AND BILATERAL LOWER LIMBS. X RAY IMAGING CONFIRMED THAT THE IMPLANTABLE PULSE GENERATOR (IPG) HAD FLIPPED, WHICH RESULTED IN DIFFICULTY CHARGING THE IPG AND LED TO A LOSS OF STIMULATION. THE PATIENT UNDERWENT AN EXPLANT PROCEDURE.

Event description:
It was reported that the spinal cord stimulation (SCS) patient experienced severe pain in the lower back and bilateral lower limbs. X ray imaging confirmed that the implantable pulse generator (IPG) had flipped, which resulted in difficulty charging the IPG and led to a loss of stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received.Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.